Manufacturer narrative:
H3: device eval by manufacturer: a 25mm lotus edge valve delivery system was returned to boston scientific and analyzed by a bsc quality engineer. The device returned sheathed and without the sterilization bottle. The outer sheath (os) was kinked on the outer curvature of the catheter, 1cm and 5cm proximal to the distal end of the os. The nosecone was correctly seated. The valve was unsheathed without issues and the kinks released slightly. The valve was re-sheathed without issue. The condition of the returned device is consistent with the reported event, the kinked delivery system was confirmed.

Event description:
It was reported that the delivery system kinked. The patient had severe abdominal aortic calcification. Access was gained through a right transfemoral approach. A 25mm lotus edge valve (lot 25699511) was advanced through and past the tip of the isleeve introducer approximately 10mm. An aortic dissection near the distal end of the isleeve introducer was observed. Calcification was present in the area of the dissection; the dissection was believed to be as a result of the isleeve sheath near the calcification. The lotus edge valve delivery system and isleeve introducer were removed without difficulty. The lotus edge valve (lot 25699511) had kinks approximately 1 inch from the tip and 3-4 inches from the tip. The isleeve introducer was appropriately expanded and also had a kink. An angiogram was taken and confirmed the dissection. The abdominal aorta was repaired with a graft. After the repair, a new isleeve introducer was advanced through the graft successfully. A new 25mm lotus edge valve was implanted successfully. Later that day, the patient died. The cause of death is believed to be a result of the abdominal aorta dissection caused by the introducer sheath.

Event description:
It was reported that the delivery system kinked. The patient had severe abdominal aortic calcification. Access was gained through a right transfemoral approach. A 25mm lotus edge valve (lot 25699511) was advanced through and past the tip of the isleeve introducer approximately 10mm. An aortic dissection near the distal end of the isleeve introducer was observed. Calcification was present in the area of the dissection; the dissection was believed to be as a result of the isleeve sheath near the calcification. The lotus edge valve delivery system and isleeve introducer were removed without difficulty. The lotus edge valve (lot 25699511) had kinks approximately 1 inch from the tip and 3-4 inches from the tip. The isleeve introducer was appropriately expanded and also had a kink. An angiogram was taken and confirmed the dissection. The abdominal aorta was repaired with a graft. After the repair, a new isleeve introducer was advanced through the graft successfully. A new 25mm lotus edge valve was implanted successfully. Later that day, the patient died. The cause of death is believed to be a result of the abdominal aorta dissection caused by the introducer sheath.